Manufacturer narrative:
Correction information. B4: date of this report. G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. D4:unique identifier (UDI). H4: device manufacture date. Evaluation summary: a visit to the local facility revealed that image communication may not work properly depending on the facility's communication program settings and operating methods. Training was provided to the facilities so that they could use the communication in the correct manner. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured on 08-aug-2023 under normal conditions, passed all required inspections, and was released accordingly. The endoscope was reworked for "ctq - not meeting product performance requirement" including "repaired defect" and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 09-aug-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a problem with dicom and the internal processor system. This event occurred at the time of installation. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.